Manufacturer narrative:
Bec identifier for this report is (B)(4).

Event description:
Customer called on (B)(6) 2012 reporting of a "cuvette not dry" error after performing the twice weekly flowcell/cartridge chemistry wash (ccwa) procedure on a unicel dxc 800 synchron system. Customer also stated noticing fluid in the indentation below the cartridge chemistry (cc) sample probe. Customer was wearing labcoat, gloves and safety goggles at the time of the event and did not come into contact with the leak. No injury was reported and no change to patient treatment was attributed to this event. No erroneous results were also generated as a result of this event. Field service engineer (fse) was dispatched and replaced the cc sample wash valve on the fluid distribution manifold, the cc sample collar valve and the cc sample t-valve. The fse then ran the wash all cuvettes routine and all qc. Performance specifications were met and repairs were verified per established procedures.